Manufacturer narrative:
The following sections were updated/corrected/added: a2, a3, a4, b4, g3, g6, h2, h6, & h11i h2 - evaluation summary: the suspected sensor inaccuracy could not be confirmed as the device remains implanted in the patient and rhc/recalibration has not been completed. The device history record (DHR) for the sensor lot was reviewed, and it was confirmed that all manufacturing operations and inspections were performed, all acceptance criteria were met, and no relevant nonconformances were associated with the sensor lot at the time of manufacture. Out of an abundance of caution, the treating physician has been informed of the potential inaccuracy of the sensor readings and instructed not to use the pulmonary artery (pa) measurements to guide treatment decisions. In cases where sensor inaccuracy is suspected, physicians can rely on alternative clinical indicators to guide continued patient care. The patient may elect to undergo sensor recalibration via right heart catheterization at a time determined collaboratively with the care team. Based on the information provided, no further corrective or preventative actions are required at this time.

Event description:
The patient's data was reviewed by endotronix's internal monitoring program and suspected sensor inaccuracy was identified. The site has been informed to schedule a recalibration. The patient is currently pending a right heart catheterization (rhc) and sensor recalibration.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.